Manufacturer narrative:
A product sample was returned for evaluation. Evaluation results are pending. A follow-up MDR will be submitted once evaluation results are available.

Event description:
The user facility reported that during a patient procedure that their snowden-pencer triangular retractor broke and fell into the patient's body. The detached components were successfully retrieved. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
The device was returned to the supplier for evaluation. Upon further evaluation, it was found that part of the tension cable had separated from the device. The remaining tension cable was examined at the frayed end and found to be severed at various lengths, which would indicate that the cables severed at different points in time from wearing against the internal surfaces of the flex segment pieces. Discolored laser markings were also found which are consistent with several years of usage. The warranty section of the IFU states, "carefusion guarantees every surgical device bearing the snowden-pencer brand name to be free of functional defects in workmanship and materials when used normally for its intended surgical purpose. Any snowden-pencer device proving to be defective will be replaced or repaired at no charge. This device carries a lifetime warranty against manufacturer defects and a 1 year warranty against wear." The device was manufactured in 2016 and is more than seven years old. A review of the complaint log was performed, and no other complaints were identified with this batch. The DHR was also reviewed, and no issues were identified. Based on the fraying of the cable in various locations and the age of the device, the root cause of this event can likely be attributed to wear over time. No additional issues have been reported.